Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an attempted access into the subclavian vein, a portion of wire sheered into the fascia of the subclavian vein. The vascular surgeon made a blunt dissection into the fascia and removed it with a forceps. No harm to patient was reported.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, manufacturing instructions and specifications was conducted during the investigation. There is no evidence to suggest the product was manufactured out of specification. The lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. A definitive root cause could not be determined. We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Event description:
During an attempted access into the subclavian vein, a portion of wire sheared into the fascia of the subclavian vein. The vascular surgeon made a blunt dissection into the fascia and removed it with forceps. No harm to patient was reported.